Manufacturer narrative:
Based on the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no evidence to suggest that the device caused or contributed to the reported event. A definitive root cause cannot be conclusively determined. Clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to medical treatment, progression of disease, the recurrent nature of driveline infection and the patient's related comorbidities. There are patient factors that may have contributed to this event.. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline and wound infections are potential event that may be associated with use of the product. The instructions for use (IFU) provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, duration of time on vad support and his recent history of recurrent polymicrobial infections. Device remains implanted.

Event description:
A report was received from the clinical database that a patient called the vad coordinator to report a 2" blister with redness on his sternum. He was advised to come to clinic the next day. On (B)(6) 2014, he was also noted to have erythema at the distal segment of his sternal area and tan drainage coming from his driveline. The patient reported that these findings had been present for a few weeks. However, the vad coordinator reported that the patient had been seen on (B)(6) 2014 and no drainage was noted at that time. The patient further reported that he had a fever and had taken some tylenol. The patient was treated with oral keflex for ten days. On (B)(6) 2014 the patient returned to the hospital with increased pain and swelling in the sternal area. He was noted to have a fever of 99.4of. He was re-admitted to hospital where a culture of his driveline exit site was positive for pseudomonas. A surgical consult recommended irrigation and debridement. The patient underwent excisional debridement of the distal sternal wound and the driveline on (B)(6) 2014. Post-operatively the patient was treated with intravenous (IV) cefepime and oral levaquin with levaquin being continued after the patient's discharge. The patient was discharged on his oral levaquin and a wound vac on (B)(6) 2014. On (B)(6) 2014 the patient's levaquin was discontinued and the wound vac removed. The wound was then cleaned and packed with 1/8 strength dakins daily. Cultures however continued to grow pseudomonas. The event was reported to be ongoing. The primary investigator reported that the event was related to the hvad system.